Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms since the patient's last in-office check. Technical services (ts) noted the device appeared to be functioning as programmed, and discussed the impedance range for this lead with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.